Event description:
Pt noticed fluid in syringe. After using syringe, pt claims to have experienced server reaction: difficulty breathing, chest pounding. Pt drove himself to hospital was stabilized and discharged.